Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have surgery next thursday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss - every day"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and alopecia outcome was unknown. The reporter considered alopecia and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have surgery next thursday/constant pain/bad pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss - every day"), genital haemorrhage ("day 50 bleeding with clots/had some bleeding every day"), urticaria ("hives"), arthralgia ("hip hurt"), inflammation ("inflammation"), abdominal distension ("bloat"), vision blurred ("blurry"), acne ("acne"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression"), loss of libido ("I haven't been sexually active") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, alopecia, genital haemorrhage, urticaria, arthralgia, inflammation, abdominal distension, vision blurred, acne, dysgeusia, anxiety, depression and loss of libido outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, arthralgia, depression, dysgeusia, genital haemorrhage, inflammation, loss of libido, pelvic pain, urticaria and vision blurred to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, alopecia, genital bleeding, urticarial, pelvic pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received.new event allergic to nickel. Reporter information were added. On 23-mar-2020: medical history as cancer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have surgery next thursday/constant pain/bad pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss - every day"), genital haemorrhage ("day 50 bleeding with clots/had some bleeding every day") and urticaria ("hives"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain, alopecia, genital haemorrhage and urticaria outcome was unknown. The reporter considered alopecia, genital haemorrhage, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, alopecia, genital bleeding, urticarial, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event medical device removal pt was updated to pelvic pain and other events day 50 bleeding with clots/had some bleeding every day, hives added. On 20-mar-2020: fu! And fu2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have surgery next thursday/constant pain/bad pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss - every day"), genital haemorrhage ("day 50 bleeding with clots/had some bleeding every day"), urticaria ("hives"), arthralgia ("hip hurt"), inflammation ("inflammation"), abdominal distension ("bloat"), vision blurred ("blurry"), acne ("acne"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression") and loss of libido ("I haven't been sexually active"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, alopecia, genital haemorrhage, urticaria, arthralgia, inflammation, abdominal distension, vision blurred, acne, dysgeusia, anxiety, depression and loss of libido outcome was unknown. The reporter considered abdominal distension, acne, alopecia, anxiety, arthralgia, depression, dysgeusia, genital haemorrhage, inflammation, loss of libido, pelvic pain, urticaria and vision blurred to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, alopecia, genital bleeding, urticarial, pelvic pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added, events hip pain and I haven't been sexually active added. Fups 3, 4, 5, 6, 7 and 8 processed together. Fup 3 of 13-apr-2020 has quality-safety evaluation of ptc (product technical complaint). On 23-mar-2020: social media received. No new information. On 23-mar-2020: social media received. No new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.